Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2012. Revision procedure was performed on (B)(6) 2012, due to pain.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Surgeon indicated he may have made the initial joint space resection too small, resulting in overstuffing causing pain. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.